Event description:
The patient's neurologist indicated that the vocal cord paralysis has resolved.

Event description:
The patient experienced hoarseness after implant surgery. Device diagnostics were noted to be within normal limits. The patient was evaluated by an ent and was diagnosed with vocal cord paralysis that the physician believes was caused by vns surgery. Device history records were reviewed and the lead was sterilized and there were no nonconformities prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.